Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: d3, e1, g1. Additional b5 narrative: it was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that she has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent mesh revisionary procedure on (B)(6) 2014 and mesh was implanted. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.